Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer was advised to restart the pump when possible, with instructions to contact support if the malfunction recurred. There was confirmation that these instructions were understood by the customer.